Manufacturer narrative:
Sections d4, d10, h3: additional information. Manufacturer¿s investigation conclusion. Review of the submitted system controller log file as well as the log file downloaded from the returned system controller confirmed the report of pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted and downloaded log file data showed that multiple low speed/pump stoppage events were captured from (B)(6) 2019 to (B)(6) 2019, resulting in low speed advisory/hazard and low flow hazard alarms as well as active motor stopped flags. Some of the interruptions in pump function were noted to have lasted for multiple minutes. The low speed/pump stoppage events recorded in the log file data occurred while the patient was operating on both the power module and on battery power and appeared consistent with potential driveline wire damage. However, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. (B)(4) was returned with the driveline severed approximately 3.5 inches from the nipple of the pump housing and the remainder of the driveline was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed soft depositions of loosely clotted blood mixed with tissue-like clotted blood, which did not appear to have been present while the pump was supporting the patient and is consistent with the report that the pump was manually turned off a few days prior to explant. There was no evidence of any developed or adhered depositions or thrombus formations within the pump that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no areas of damage and the metal braided shield of the returned driveline segment appeared to be in good condition with no areas of significant breakdown. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification and the device operated as intended. The evaluation of (B)(4) did not identify a device-related issue that would have contributed to the low speed/pump stoppage events captured in the log file data; however, approximately 34.5 inches of the entire length of the driveline was not returned for analysis and potential wire damage on that portion of the driveline could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2018-02731. Approximate age of device - 4 years. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had received a previous percutaneous lead (driveline) replacement (B)(6) 2018. The patient was admitted and the lvad turned off due to an internal driveline fracture. The patient in stable condition. A log file provided to the technical service representative confirmed a pump stoppage event on (B)(6) 2019 and also the following day. These events occurred both on battery power and when the lvad was tethered to the power module. On (B)(6) 2019 it was determined that the patient had recovered enough left ventricular function to do well without a pump exchange and the pump was explanted.